Event description:
Consumer posted on (B)(6) that he fell asleep for 45 minutes while using the heating pad and sustained burns. Sent a long email telling everything the thought was wrong with the heating pad.